Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("tiredness / fatigue"). On an unknown date, the patient experienced abdominal discomfort ("lower abdominal sensation"). The patient was treated with surgery (laparoscopic removal of tubes and essure implants). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia, abdominal discomfort and fatigue outcome was unknown. The reporter considered abdominal discomfort, fatigue and menorrhagia to be unrelated to essure. The reporter commented: essure sterilisation performed without problems; normal in follow-up examination after 3 months. Removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 30-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("tiredness / fatigue"). On an unknown date, the patient experienced abdominal discomfort ("lower abdominal sensation"). The patient was treated with surgery (laparoscopic removal of tubes and essure implants). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia, abdominal discomfort and fatigue outcome was unknown. The reporter considered abdominal discomfort, fatigue and menorrhagia to be unrelated to essure. The reporter commented: essure sterilisation performed without problems; normal in follow-up examination after 3 months. Removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on 22-mar-2021. The most recent information was received on 23-jun-2021. This spontaneous case was reported by a physician and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and fatigue ("tiredness / fatigue"). On an unknown date, the patient experienced abdominal discomfort ("lower abdominal sensation"). The patient was treated with surgery (laparoscopic removal of tubes and essure implants). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, abdominal discomfort and fatigue outcome was unknown. The reporter considered abdominal discomfort, fatigue and heavy menstrual bleeding to be unrelated to essure. The reporter commented: essure sterilisation performed without problems; normal in follow-up examination after 3 months. Removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.